Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported discrepant results. Customer has switched to green top tubes due to shortage and is requesting centrifugation time and speed for product number 367815. Customer states that he has been receiving discrepant results. Customer has tried to troubleshoot this by speaking with beckman coulter and is now concerned that discrepant results could be due to incorrect centrifugation time/rpm. Discrepant results has occurred through multiple lot numbers. Exact date of occurrence is unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported discrepant results. Customer has switched to green top tubes due to shortage and is requesting centrifugation time and speed for product number 367815. Customer states that he has been receiving discrepant results. Customer has tried to troubleshoot this by speaking with beckman coulter and is now concerned that discrepant results could be due to incorrect centrifugation time/rpm. Discrepant results has occurred through multiple lot numbers. Exact date of occurrence is unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd technical services informed customer of the proper time for centrifugation of this product. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.